Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had off no power alarm, motor error and blank display. The customer¿s blood glucose level was 289 mg/dl at time of incident. It was reported that they had changed the battery and received failed battery. Customer reported that they did not receive a low battery alert prior to the off no power alarm. It was also reported that the second occurrence of off no power alarm without a low battery warning. The customer reported that they had crack on the screen and also received motor error. The customer declined troubleshooting for high blood glucose and motor error. The customer was advised the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testings including stop current test, run current test, self test, off no power test, unexpected restart error test, seat & rewind, basic occlusion test, occlusion test, prime/ test, excessive no delivery test and displacement test. Device was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. Motor passed the motor test and no motor error alarm noted during testing. Device was received with cracked case at display window corner and cracked battery tube threads. (B)(4).